Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified bone and foreign material on the threads. No damage identified. The returned device was measured with a caliper and verified to match the product drawing. A device history and complaint history review could not be performed as the lot number was not provided. Appropriate documentation was reviewed. No device malfunction was found. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/ unknown, device lot number not provided/ unknown, reporter's first name not provided/ unknown.

Event description:
It was reported that the patient was experiencing pain. As a result, the implant was removed from tooth site 8.